Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The fse observed a dropped cup in the p/d table which affected the y-axis cup transfer alignment. The fse found an additional cup that had dropped in the stc lane pathway. The fse lubricated and aligned the y-axis cup transfer assembly to all positions, cleaned the p/d table, rotor, all waste chutes and the main arm sample nozzle. The fse inspected the sorter pickup pad and verified the resolution by running the cup transfer macro, daily maintenance and quality control without errors. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two similar complaints identified during the search period, including this case. The aia-2000 operator's manual under appendix 4: error messages states the following: [4193] y-axis cup transfer z-axis home overrun cause : the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to dropped cups, causing the y-axis cup transfer to become misaligned.

Event description:
A customer reported error message ¿4193 y-axis cup transfer z-axis home overrun¿ error on the aia-2000 analyzer. A technical support specialist (tss) instructed the customer to check the waste bin and chute. Upon inspection, the customer found buildup in the waste chute, however was unable to clean the jam. The customer also attempted to empty the waste cups through the operations panel, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2), creatine kinase mb isoenzyme (ck-mb) and myoglobin (myo). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.